Event description:
It was reported that the user began ilet use and experienced progressively elevated glucose readings, increasing from the 160s pre-start to a reported 380, after which the user was advised to change all infusion supplies; the device problem and component were not identifiable due to insufficient information. Symptoms included hyperglycemia with associated nausea and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.